Event description:
Device was not returned so analysis could not be performed. As such, evaluations were performed based on technical assessment as per below. From a technical standpoint: the output power of wsa hearing aids is significantly lower than typical bluetooth or wi-fi devices and is compliant with all applicable regulations. The devices operate at such low output power that they are exempt or nearly exempt from sar (specific absorption rate) and nerve stimulation evaluations. In the event of a device malfunction, the built in safety by design limits any excessive power emission. A significant increase in output would trigger battery failure and shut the device down immediately. Further technical observations include: bluetooth functionality automatically powers down within three minutes if not in use or paired hence any exposure is very limited. The complaint mentions persistent health symptoms despite discontinued use of the device. In conclusion, it is ensured that the emissions from wsa hearing aids are well below the limits specified in the standards for protecting people from all proven harmful effects of exposure to radio frequency electromagnetic fields.

Manufacturer narrative:
Risk assessment found severity 3 (critical) and probability a (impossible), the residual risk range category ii (acceptable and risk mitigation as low as possible). The design measure in the risk management file for hearing aid mrr2d 220 on the physical limitation of electromagnetic field is insufficient due to the limited battery power.

Event description:
User claims to have experienced brain injury/damage, electromagnetic sensitivity & hypertension, uncontrolled epilepsy, memory loss, loss of recall & focal abilities, depression, pain and suffering after use of hearing aid. Patient has had several epileptic seizures which has led to treatments at the emergency room. Moment is a low energy powered device. The device design has been tested and complies with the applicable emc and safety standards.